Event description:
The following has been reported: biomed reported: "red service needed error. Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (air compressor). Upon return, the device started up with state 1 alarm. Mock infusion unable to be performed due to error. Log files indicate mechanical hardware failure (air compressor). Performed recharge test and unit failed. Installed engineering test pneumatic assembly. Performed recharge/hardware tests and unit passed. The air compressor will be removed and replaced during repair process before the device is sent to the test line for full functional testing. No other damage found.